Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 309201 lot# unknown serial# implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was reported that they had diarrhea and they were leaking constantly in their depends. They were redirected to the sales rep. Contributing factors and actions/interventions were unknown. The issue was not resolved. Additional information was received from the patient. They reported that they spoke with the representative the other day and the device is no longer working. They had them try both sides and they maxed out and they didn't feel anything. They feel that the leads have been pulled so they are no longer next to the nerve.